Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device change out procedure, insulation damage was noted on the right ventricular (rv) lead distal to the thicker pin portion. The insulation was found to be stripped down to the wire to the length just proximal of the suture sleeve. The lead was repaired using silicone repair kit and remained implanted. The lead did not exhibit any electronic malfunction with the explanted device and was functioning normally with the new device. The patient was asymptomatic and stable before, during and after the procedure.